Manufacturer narrative:
This is a supplemental report for MFR report # 8010047-2016-00317 to provide additional information based on the evaluation of the device. The subject device was returned to olympus medical systems corp. (Omsc) for evaluation. Lot # was identified and filled in the report. Device manufacturer date was identified and filled in the report. The manufacturing record was reviewed with no irregularities. As a result of evaluation of omsc on february 23, 2016, there was no malfunction which caused or might cause the fragment to fall inside the patient. Therefore, we are retracting MDR.

Manufacturer narrative:
The subject device in this report has not yet been returned to omsc for evaluation. This will be supplemented if device evaluation becomes available.

Event description:
During a laparoscopic assisted distal gastrectomy, the subject device was used. It was reported that seal & cut short circuit error occurred and the ptfe pad of the device was separated at the early stage from the beginning of use. The procedure was completed with another thunderbeat. There was no patient injury reported.